Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback 360 coronary orbital atherectomy device instructions for use states that perforation is a possible adverse event which can occur with use of the diamondback 360 coronary orbital atherectomy device. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device and viperwire guide wire were selected for treatment of a lesion in the mid circumflex. The oad was operated on low speed for two treatment passes, following which a vessel perforation of the mid circumflex was identified. Tamponade with a balloon was performed proximal to the perforation for five minutes, along with stent placement and additional balloon angioplasty. After the procedure the patient condition was stable. However, four hours later a pericardial drain was performed. After 1200cc of fluid was drained, the patient was transferred to the operating room and a bypass procedure was performed. Per the opinion of the physician, the circumflex artery straightened out with the guide wire in vivo, resulting in intima gathering on the wire. The oad may have disrupted the intima during treatment.